Event description:
The customer reported that the battery was not working.

Manufacturer narrative:
The customer reported that the battery was not working. The battery was evaluated at philips. When the battery was put into an mrx unit, the battery was not detected. We are considering this a battery malfunction.